Event description:
New information received notes that the patient experienced dizziness.

Manufacturer narrative:
Correction: a1 - patient identifier should have been (B)(6).

Manufacturer narrative:
The reported events were r-wave amplitude variation, oversensing and lead dislodgement. A complete lead was returned in one piece for analysis. Visual examination found the helix retracted and clogged with blood and tissue. After cleaning the blood and tissue from the helix, the helix could be extended. The helix length was measured within specifications. The reported events of r-wave amplitude variation and oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. Cuts on the suture sleeve were noted.

Event description:
It was reported that the patient presented at the hospital post-implant procedure. Upon examination, it was noted that the right ventricular (rv) lead exhibited far p oversensing, which resulted in pacing inhibition and decreased r wave amplitude value. X-ray was performed, and the rv lead was found to be dislodged. The rv lead was explanted and replaced. The patient was in stable condition.